Manufacturer narrative:
Compromised force sensor system alarmed during the basic occlusion test due to loose and or protruded drive support disk. The occlusion, prime and excessive no delivery test was unable to be performed due to compromised force sensor system alarm. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer's trainer reported via phone call customer's issues with no delivery alarms. The trainer states the pump is not working and wishes for the device to be replaced due to the excessive no delivery alarms and insulin being delivered all night. The customer's blood glucose level at the time of incident was 311mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.